Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with premature ventricular contractions (pvc). It was reported that it appeared oversensing with ventricular safety pacing had occurred on the right ventricular (rv) (his bundle) lead. It was noted the his bundle lead is in the atrial port of the implantable pulse generator (ipg) and an atrial lead position check failure was also noted . The rv (his bundle) lead remains in use. It was also reported that the rv (apical) lead exhibited potential oversensing. The lead remains in use. It was also reported that the pacing percentages on the ipg "looked off." The ipg remains in use. No patient complications have been reported as a result of this event.